Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the charger board on the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while performing a planned maintenance (pm), the charger had a node not operating as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The power conversion enclosure charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.